Event description:
It was reported by critical care nurses in an online survey that a nurse stated that an adverse event was experienced as a result of the chair session. This being: "fever has gone down" while using "arctic sun 5000" with pads "medium (m)." Additionally, a nurse stated that the patient experienced other associated adverse events: electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was: " substitute irrigation." While using "arctic sun 5000" with pads "medium (m)." A01 reaction against device 5000. Additionally, a nurse stated that an adverse event was experienced as a result of the chair session, this being: "fever has gone down" while using "arctic sun 5000" with pads "large (l)". Additionally, a nurse stated that the patient experienced other associated adverse events: electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was: "substitute irrigation." While using "arctic sun 5000" with pads "large (l)". A01 reaction against device 5000. Additionally, a nurse stated that the patient experienced other associated adverse events: electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was: "substitute irrigation." While using "arctic sun 5000" with pads "unsure/not documented in patient chart." A01 reaction against device 5000. Additionally, a nurse stated that the patient experienced other associated adverse events: electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was: "substitute irrigation.¿ while using "arctic sun 5000" with pads "unsure/not documented in patient chart." A01 reaction against device 5000. Additionally, a nurse stated that the patient experienced other associated adverse events: electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was: "substitute irrigation.¿ while using "arctic sun 5000" with pads "medium (m)." A01 reaction against device 5000. Additionally, a nurse stated that the patient experienced other associated adverse events: electrolyte disturbance (e.g. Hypokalemia, hyperkalemia), and the medical intervention was: "substitute irrigation.¿ while using "arctic sun 5000" with pads "large (l)." A01 reaction against device 5000.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.